Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. Review of the event history log (ehl) showed system fault 41,622. No discrepancies related to the complaint were found during visual inspection. A functional test was performed, and the reported issue was confirmed. The probable cause of the reported problem was defective motor. Replaced the motor for correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump turned off itself during infusion. No patient harm/adverse event was reported.